Event description:
Hill-rom received a report from the account stating the foot right caster brake was not holding. The bed was located in a patient's room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
Hill-rom technician support suggested replacing the caster. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventive maintenance on their beds. The account replaced the caster to resolve the issue. Based on this information, no further action is required.